Manufacturer narrative:
Due to the age, the customer elected to replace the glidescope smart cable. The smart cable was not returned to verathon for evaluation, therefore the cause could not be conclusively determined. Upon review of the device history records for the serial number, (B)(4), it was determined that the device was manufactured on 7/30/2014 and the one (1) year warranty period has expired.

Event description:
The customer reported that during a patient procedure, using a glidescope smart cable, there was an intermittent image. Reportedly the issue was isolated to the smart cable. A second glidescope avl titanium system was used to complete the procedure, reportedly there was a five (5) minute delay while the second device was prepared. No harm to patient or user was reported.